Event description:
It was reported that during low flow delivery of one of the maintenance doses of cardioplegia, the cardioplegia roller pump stopped and a pump jam message was displayed. The perfusionist slightly released the occlusion and the pump re-started to complete the dose. This took about ten (10) seconds and had no impact on the delivery of the required dose. All additional cardioplegia doses were delivered without issue. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.